Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. Customer stated that blood glucose value in morning was 80 mg/dl. Another blood glucose level was 300 mg/dl. Customer stated that the treated high blood glucose with insulin syringe. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.